Event description:
This device was returned in response to a field corrective action(fca). The fca addressed the incorporation of a pressure relief valve into the hose assembly of devices manufactured before a design change that became effective on may 13, 2009. During pre-testing of the returned device, it was discovered that the device had "no pressure release valve (prv), no red ring on muffler, a loose motor, and an oil leak". The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. The reporter did not allege or identify any deficiency; it was observed during functional testing that the blackmax drill has been altered. Outer hose has been replaced. Evidence indicates this is due to misuse. If additional information becomes available a supplemental report will be sent accordingly.